Manufacturer narrative:
(B)(4). Event eval: still under investigation.

Event description:
A (B)(6) male pt underwent evar on (B)(6) 2014. Extremely leaky valve during deployment of the main body. Once the gray positioner was removed, the leak stopped. Procedure was completed by performing and up and over, snaring the wire down on the contra side. The pt lost approximately 400cc of blood. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.